Event description:
The facility representative contacted baxter to report a colleague infusion pump with a "stop button not working". The incident occurred during biomedical service. The facility representative stated that there were no reports of patient injury or medical intervention. The software version for this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
It was initially reported that during a partial gastrectomy with y reconstruction procedure, the stapler cut, but did not staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation CAPA-(B)(4).